Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a device changeout, this patient's right atrial (ra) lead exhibited high pacing impedance measurements (greater than 2000 ohms) and high thresholds. The high impedance measurements were noted after the lead was inserted into the header of this replacement device. It was also noted that pacing was not delivered when required. A set screw issue was ruled out and there was no evidence of a lead fracture. The ra lead was surgically abandoned and replaced. This device remains in service. No out of range measurements were noted with this replacement device and the new ra lead. No adverse patient effects were reported.